Event description:
The facility reported a colleague infusion pump which experienced failure code 814:04. It is unknown when or at what point in the process the reported condition occurred. Review of the device event history determined that this condition interrupted delivery. No patient injury or medical intervention was reported. This is involving a pump with software version 6.13.90 which is categorized as remediated. No additional information is available.

Event description:
It was reported that during a single sight colon procedure the surgeon was removing the device from the patient and the device ripped in half. None of the pieces of the device fell into the patient. The case completed with no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Retractor the analysis found that one (B)(4) device was returned with the retractor torn. Due to the condition of the returned device no functional testing could be performed. The reported incident was confirmed however how the damage occurred could not be ascertained. We have documented the circumstances as they were reported to us. A lot/batch number was not received therefore the device history review could not be performed.